Manufacturer narrative:
Product is being returned for evaluation. A follow-up report will be issued within thirty days.

Event description:
Incident as reported: embolectomy - "catheter got stuck while in the pt when pulling the catheter out the tip fell off and stayed in the vessel."